Manufacturer narrative:
Device manufacture date: december 12, 2017 ¿ december 13, 2017. The device was received for evaluation. Visual inspection on the returned unit via the naked eye noted the bladder was ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have caused the rupture problem. No signs of abnormality were found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. This was identified during fill. The device was filled manually with a syringe. There was no patient involvement. No additional information is available.